Manufacturer narrative:
(B)(4). The device was received for evaluation. A microscopic inspection and flow testing were performed. The device flowed without issue; no malfunctions or abnormalities were identified during the evaluation of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink microbore catheter extension set would not prime. When the fluid got to the devices one-link connector the flow stopped. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.